Manufacturer narrative:
(B)(4): device was not received at baxter for evaluation; therefore, the broken condition was not confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Baxter is currently in the process of contacting the customer for additional information to this event as well as requesting the sample, if available. A follow-up report will be submitted should any additional information or the device be received for evaluation.

Event description:
It was reported to baxter healthcare that the end luer lock of one (1) ce intermate lv167 device broke off in the hood when the customer was mixing. There is no patient involvement. No additional information is available.